Manufacturer narrative:
(B)(4). Other (stent deformed during procedure). Evaluation: results: (80% stenosis). Evaluation: conclusions: (80% stenosis).

Event description:
A micro-driver rx coronary stent system, length 24mm, diameter 2.5mm was intended to treat a 80% stenosed lad lesion in a patient. It was reported that the device could not cross the lesion and on removal from the patient, the stent struts were damaged. No patient injury occurred and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. The distal tip was damaged and flared. The 1st proximal segment was flared. The first five distal segments were deformed and bunched and had been pushed proximally along the balloon. A number of struts on the mid segments were deformed.